Manufacturer narrative:
(B)(4). Batch # unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information obtained: what is the surgeon¿s experience with the device and the procedure? Surgeon reported burn if patient¿s tissue when she used the shear to cut. What is meant by high energy delivery to tip of shear? When activated, the tissue was cut and sealed but experienced charring (burning as reported by the or supervisor. What is the specific site of the burn? Surgeon did not mention specific tissue (but performed thyroidectomy) how was the burn addressed? Explained to patient that result of tissue when used by harmonic should be white but the actual result is black (charred), surgeon still showed the picture to the patient and explained. Does the surgeon believe disposable device was hotter than expected? Surgeon did not notice if the shear is more hotter than expected but she was quite surprised to the charring effect of the tissue. What heat management techniques were utilized throughout the surgical procedure? Surgeon did not manage heat nor applied techniques, she immediately stopped using the shear and switched to basic energy source (cautery). What medical intervention was used to treat the burn? (Such as salve or stitches). Observed patient for leakage or bleeding, px went home after 2-3 days stay but was re-admitted for 3 days because of bleeding post-op; doctor managed the bleeding through antibiotic treatment. Patient was discharged after re-admission, took oral antibiotic. Are there any anticipated long-term effects from the burn? Surgeon did not mention. What is the current patient condition? Discharged already.

Event description:
It was reported that during an unknown procedure, high energy delivered to the (active blade) tip of the shear, resulting to burned vessel of the patient.

Manufacturer narrative:
(B)(4). Date sent: 9/19/2018. Batch # p9125c. Investigation summary: the device was returned with no apparent damage. The device was connected to a test handpiece and tested on a gen11. Also it was tested with the test media and performed as expected, no anomalies were noted. During functional testing, the device was activated for about 1 minute with no abnormal heat observed. The device was disassembled to inspect the internal components and no heat damage associated with the reported issue was found. The amount of energy delivered to the tissue and resultant tissue effects are a function of many factors, including the power level selected, blade characteristics, grip force, tissue tension, tissue type, pathology and surgical technique. Max power is set at power level 5 and cannot be adjusted. The harmonic device produces heat in order to cut and coagulate tissue. Activating the blade against the pad without tissue present is the main factor in increased or elevated device temperature. Blood and tissue buildup between the blade and shaft may result in abnormally high temperatures at the distal end of the shaft. To prevent burn injury, remove any visible tissue buildup at the distal end of the shaft. During and following activation on tissue, the instrument blade, clamp arm, and distal 7 cm of the shaft may be hot. Avoid unintended contact with tissue, drapes, surgical gowns, at all times. Additional "warnings" are in the IFU to guide users on minimizing device temperatures and avoiding patient or user injuries. The batch history record was reviewed and there were no defects, protocols or ncr(s) found during the manufacturing process related to this complaint.